Event description:
The customer reported high blood glucose. Customer stated that at night he would have high blood glucose running from 200-400 mg/dl after his bolus. Troubleshooting was done. Customer's blood glucose was 86 mg/dl. Customer does not have tubing clamp. Advised will send one and once received to report back to continue troubleshooting. Customer wanted insulin pump replacement. No further information provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. The insulin pump passed displacement, basic occlusion, occlusion and no delivery tests. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.